Event description:
It was reported that the patients ipg would no longer take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that electrocautery was used in patient's previous revision. (MFR. No. 3006630150-2022-00704). Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1160, (sn (B)(6)). The returned ipg was analyzed and the device was undetectable nor charged. The device was cut open, and the battery measured 1.16 volts. An internal electrical test revealed u3 asic (application-specific integrated circuit) damage with excessive quiescent current leak and high thermal spot on it. The complaint was confirmed. An internal electrical test revealed asic u3 damage. It appeared that the device was exposed to high-voltage transients or high rf (radio frequency) energy which can cause this type of damage. The patient had a recent paddle lead revision and representative reported that electrocautery was used. The use of electrocautery during the lead revision resulted in the reported ipg to malfunction.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that electrocautery was used in patients previous revision. (MFR. No. 3006630150-2022-00704). Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.